Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a cholecystectomy procedure on (B)(6) 2016 and suture was used. At the end of the procedure, while the surgeon was closing the wound, the needle was being held by needle holder and broke in half. A decision was made at that time to leave the broken needle in the patient as it could be more harmful trying to retrieve it. Additional information has been requested.